Event description:
It was reported that pump displayed malfunction code and fault indicator without any notable events beforehand. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if problem returned.